Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Investigation result of side car - rx pushback. Visual examination of the returned device found the basket to be retracted/closed. The proximal end and the distal end of the side car-rx was found to be torn. Furthermore, the side car-rx presented pushback out of specification. Evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the side car-rx was torn. Per event information, the issue was noticed outside the patient while loading the device onto guidewire. Therefore, the most probable root cause is "handling damage."

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, they noted that the side car-rx (guidewire port) was split as they attempted to backload the device. The device was not used on the patient and the procedure was completed with a different device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.